Event description:
Procedure: laparoscopy. Patient gender: unknown. Reportedly, there was an intestinal injury during the introduction of the trocar. The surgeon felt the blade was exposed longer than it was supposed to have been. He also felt the safety shield did not return to cover the blade quickly enough. The intestinal injury (unspecified) was repaired laparoscopically. Patient condition is described as "ok".